Manufacturer narrative:
The reported events of inability to interrogate, no pacing output, and backup mode due to premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented via merlin.net transmission. Nit was noted that the pacemaker was in backup mode. Patient was schedule to come in to clinic to see if device could be recovered. It was noted that the device was unable to be interrogated and also was found to be not pacing. The device was noted to prematurely deplete to end of service. The patient's heart rate was in the 40s and the patient was not feeling very well and was presyncopal. The device was explanted and replaced. The patient was recovering.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.